Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would lock-up when powered on. As a result, the unit would not be able to provide defibrillation therapy, if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that the unit would lock-up during the initial boot-up cycle after being powered on. Physio determined that the cause of the reported issue was the digital pcb assembly; however, after extensive testing the component level cause could not be determined. The customer was provided with a replacement device.